Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator shut down on patient. Vent was plugged in. Rt hit start on the vent and when connected to the ett, the vent turned off. The patient was quickly bagged. No harm occurred. No health consequences or impact.